Manufacturer narrative:
(B)(4). G2: foreign- greece; customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the arthroscopic meniscus repair, one of the juggerstitch implants did not advance from the device. Another implant was used to complete the procedure. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product/provided pictures identified the device has been cycled 2 times and there were no sutures or anchors returned. Device is used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.